Event description:
Customer reported that during a thrombus extraction procedure, the tip of the catheter tore off. With a second catheter the physician was able to remove the tip after the 20th attempt. There was no pt injury reported as the result of this event.